Event description:
It was reported that during an engineering evaluation it was discovered that the "tip/back post of the attachment was bent/damaged" on the craniotome device. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Due to further investigation, the evaluation has been updated: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual assessment was performed and it was observed that the tip was bent. The assignable root cause was determined to be due to excessive force being placed on the device during use, which is wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual and functional assessment was performed and the tip / back post of the attachment was bent / damaged. Therefore, the reported condition was confimred. The assignable root cause was determined to be excessive side loading / misuse at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly.